Manufacturer narrative:
Additional concomitant medical products: dtba1d1 ICD; implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has chronic atrial fibrillation (af) and the right atrial (ra) lead is undersensing p-waves. The lead remains in use. No patient complications have been reported as a result of this event.